Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 22-apr-2024, it was reported that patient forgot to remove needle guard and inserted it into their body within the last two weeks. Blood glucose levels were 220 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.